Manufacturer narrative:
(B)(4). A partial lead was returned in three segments for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed. (B)(4).

Event description:
It was reported that the high pacing lead impedance was observed. The lead was explanted and replaced and was damaged in the process. Patient is doing well and will continue to be monitored.

Manufacturer narrative:
(B)(4).

Event description:
New information stated that change in thresholds was aslo the reason for our of service.